Event description:
Event description guidant received information that this model 4087 implantable endocardial lead was fractured. Twenty-eight months ago, this lead was implanted into the right ventricle as the chronic model 0125 lead also had a rate/sense portion fracture. The shock portion of that original 0125 lead is still in service. This patient is a very large person which may have contributed to the two lead fractures. A second 4087 lead has been implanted to replace the fractured 4087 right ventricular lead.